Manufacturer narrative:
Investigation revealed there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. Review of the fluoroscopic images revealed that the lateral fluoroscopic image contains a tracking error. A tracking error can occur if the c-arm moves with respect to the patient between x-ray emission and when the image is received by excelsiusgps software. Tracking errors can lead to preoperative merge shifts and navigational integrity issues. Additionally, investigation of the case logs showed that the surveillance marker was unpaired from the drb before proceeding with navigation. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of a potential shift of the drb during the case. Before proceeding with navigation, the user acknowledges that they will perform anatomical landmark checks with each new instrument or level to ensure navigational integrity. The cause of the reported issue was traced to user technique.

Event description:
It was reported that an interbody spacer was misplaced intra-operatively while using the excelsius gps system to prepare the disc space resulting in a dural tear.